Event description:
It was reported that the customer had a low blood glucose level of 50 mg/dl. Customer states that she had discrepancy between her sensor glucose 120 mg/dl and blood glucose 50 mg/dl. Trouble shooting was not performed, but needle was not bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed the bicarbonate buffer test and the sensor passed with accurate readings.